Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 9/23/2015 to report that a (B)(6) female patient had a skin irritation. The patient's skin irritation is located on her back under the therapy electrode pads. The patient's physician prescribed the patient a cream for the rash. The medical outcome of the rash is unknown.